Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient was riding his bicycle and experienced loss of consciousness. Someone on the street called the ambulance and they took a bg reading which was 1.8 mmol/l and the cgm reading was 3.1 mmol/l. The patient regained consciousness in the ambulance and was treated with glucose injection/IV. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.